Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The caller reported the patient did not use the ins, it had been explanted. They stated the patient underwent a surgical procedure for incontinence because the ins was not working a year prior to report. No patient symptoms were reported. No further complications were reported or anticipated.